Event description:
Healthcare professional reported a left side deflation. Patient representative reported "plaintiff noticed a wet spot on the left side of their blouse. When they investigated further, they discovered a seeping hole at the site of incision under left breast. That same day plaintiff presented to their doctor with complaints of "seepage from wound (incision)" as well as "pain bottom left and redness". After examining plaintiff, doctor told them that their left chest muscles were so tight that they were trying to "push the bag out" the doctor put a stitch at the incision site and gave them an antibiotic and said they would have to do another surgery to remove and replace left implant at no charge to plaintiff. Plaintiff presented to their doctor for their third breast surgery. In the surgical intake form they wrote that they were having breast surgery because of a "hole and pain". A preoperative photograph taken that day of their breasts demonstrates that they did not have a rupture, deflation, or leak at either of their breast implants. In the operative report and or record, the doctor documented that their preoperative diagnosis was "left deflation". In the operative report the doctor documented further that upon dissecting down to the implant capsule on the left, the "implant was found to have deflation (tissue/leak @ valve) and removed." The left implant was replaced with an allergan saline implant. Again the doctor failed to document the amount of saline they used to inflate the implant. The doctor and/or doctor staff had plaintiff sign an allergan saline breast implant warrant claim form that stated plaintiff had a spontaneous rupture, deflation, or leak at left breast implant, and that as a result the doctor had to remove the left implant. The doctor sent the removed left implant and completed warranty claim form to allergan's product support department, from which they were forwarded to the device analysis laboratory. After conducting an analysis of the implants, the device analysis laboratory found no basis for the claimed spontaneous rupture, deflation, or leak. Specifically, the analysis "identified no openings in the implant shell," "valve functioning was satisfactory," and "no source of the alleged deflation was noted..." Nevertheless the doctor practice received a warranty check from allergan for the returned implant." This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 17/jul/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: white particle material was noted on the inner and outer surfaces of the device. No leakage of the device was detected. No blockage of the port hold of the diaphragm valve was seen and it was noted to be clear. The device was confirmed as intact and functional. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; tissue/leak at valve; wound dehiscence.